Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer went to bed with high blood glucose levels on the night prior to being hospitalized. Troubleshooting was performed and the insulin pump failed the prime test. The customer did not have another insulin set to run another prime test and high pressure test. The customer was to call back to complete the testing.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.